Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of irido-corneal angles, blurred vision, and corneal decompensation. In a separate visit the lens was exchanged for a shorter length lens and the problem was resolved. The cause of the event was reported as, device.

Manufacturer narrative:
Claim#(B)(4).

Manufacturer narrative:
Corrected data; d4: primary unique device identifier (UDI) #: (B)(4). "UDI related data quality updates only". Claim#: (B)(4).